Event description:
It was reported that during a ptca/stenting treatment procedure, a perforation of the lad occurred. The physician had wired the lesion, advancing the wire approximately 7/8 of the way down into the distal lad. He successfully stented the lesion, and while taking the final angiograms, noted a "blush" at the apex. The patient was hemodynamically stable at the time. Patient was transferred to the coronary care unit and was under observation. Several hours later, patient became hypotensive and was taken immediately to the operating room for drainage of a pericardial effusion. In this physician's opinion this particular wire has a tendency to move further into the vessel than is intended. The patient is reported to be doing well.